Event description:
It was indicated that an ams spectra concealable penile prosthesis was tried, but not implanted into the pt due to "urethral perforation". Additional info was requested, but was not provided.

Manufacturer narrative:
A supplemental report will be sent when the returned device has been evaluated. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.